Manufacturer narrative:
When inflating the balloon to nominal pressure, it lost its pressure quickly while contrast came out of the wire lumen port. The target lesions were the superficial femoral artery (sfa) and below the knee (btk). The lesion was calcified. There was no vessel tortuosity. The rate of stenosis was 60-70%. There were no difficulties removing the product from the hoop, removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast to saline ratio used was 30/70. The indeflator device used was a non-cordis brand and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter did not pass through an acute bend. There were no difficulties removing the device from the patient. Additional procedural details were requested but are unknown. The product was not returned for analysis. No lot number was provided therefore a device history record (DHR) review could not be generated. The reported ¿pta/ptca system leakage - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification and a rate of stenosis of 60-70% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ the limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that when inflating the balloon to nominal pressure, it lost its pressure quickly while contrast came out of the wire lumen port. The target lesions were the superficial femoral artery (sfa) and below the knee (btk). The lesion was calcified. There was no vessel tortuosity. The rate of stenosis was 60-70%. There were no difficulties removing the product from the hoop, removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media used was visipauque. The contrast to saline ratio used was 30/70. The indeflator device used was a non-cordis brand and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter did not pass through an acute bend. There were no difficulties removing the device from the patient. Additional procedural details were requested but are unknown.